Event description:
Customer sent a repair request reported with an issue of the endoscopic image turns pink (abnormal color tone). The issue found during an unknown event. There is no patient harm or injury reported due to the event. No user injury reported.

Manufacturer narrative:
The subject device was received and evaluated. Device inspection and evaluation, the customer reported issue was confirmed. Upon inspection , it was determined the color tone of image is abnormal due to damage to the image pick up unit (image sensor unit). Additionally, the video connector was found broken. Furthermore, service repair, upon inspection noted the following findings observed on the device: scratches were observed on r/l (right/left) plate, cover plate, operation unit, switches (sw1, sw 2, sw3) , video connector video connector case, light guide connector due to external factors. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the defect of image sensor unit or failure of internal board of video connector unit or the system. Olympus will continue to monitor field performance for this device.